Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (line through display) issue. The reporter stated that there was a line through the display and denied moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 06/26/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 06/23/2014 with the following findings: during testing, the pump powered on to the ¿verify¿ screen. The complaint of a line going through the display was not able to be confirmed during testing. No defects were found.